Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The archive data was reviewed and confirmed the occurrence of the ua 7 error message on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damage. This observation is unrelated to the reported event. After replacement of the load cell and the damaged part, the device was further tested including the load characterization check and passed final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) reported on (B)(6) 2016 and (B)(4) reported on (B)(6) 2017 were reported for a user advisory error message due to a defective load cell for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the user observed that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient was involved with this event.